Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Therapy and event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2019-04955, 3006705815-2019-04957. It was reported patient had ineffective coverage of pain relief and the entire system was explanted and replaced with competitors device.